Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised on unknown date due to pseudoarthrosis. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised approximately 7 months post implantation due to pseudoathrosis. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 47248403750 61093805 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head. 47248403250 61113967 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head. 47248403550 61123668 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head. 47248404250 61074354 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head. Reported event was unable to be confirmed due to limited information received from the customer. Medical records were provided and reviewed by a health care professional. Review of the available records identified the during the initial surgery, when reaming with 11.5 mm, the reamer was stuck in the medullary canal, thus opening the fracture and antegrade removal of the olive wire, retrograde ejection of the reamer. Revision op note comments were not provided. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.